Event description:
Respiratory therapy received tubing from carefusion for infant 3100a ventilator that could not be used due to production problems -tubing would not interface with our mr730 humidifiers. Carefusion reps were on-site and notified us that to correct the problem we would receive 3100a tubing that was mr850 compatible (humidifier) and that we would receive "up-probes" that would allow us to use this tubing with our mr730 humidifiers. This tubing would be used until carefusion corrected their production problems with 3100a mr730 compatible tubing. A respiratory therapist identified problems with the replacement tubing having a "lose" connection off the humidifier. The hfov (high frequency oscillatory ventilation) tubing that leaves the humidifier, past the pigtail connector, comes loose causing loss of map (mean airway pressure). The manager of respiratory therapy contacted carefusion technical service that day, explained the problem, provided the lot number of the 3100a, mr850 compatible tubing and was told that this tubing was recalled last year. Carefusion shipped defective tubing to replace problems with original tubing. Awaiting a response from carefusion as to how tubing that they had identified as defective from production (technical support stated connection was over-stretched during production) was shipped to the hospital. Immediate solution- carefusion over-nighted tubing that arrived the next morning.there was no harm to the patient. When the tubing became "lose" at the humidifier connection, the ventilator alarmed and the respiratory therapist responded. Additional staff was provided to monitor the patient until the new tubing arrived. Therapists notified of tubing issue and placed on alert to maintain vigilance with patient monitoring. ======================manufacturer response for carefusion tubing for infant 3100a ventilators, (brand not provided) (per site reporter).======================initially, the manufacturer indicated that this was a "recalled product" that was sent to us, however, later indicated that the tubing was not really recalled and had only malfunctioned in one case due to operator error. The manager of respiratory therapy is still awaiting a response as to why we were sent defective tubing to replace defective tubing.